Manufacturer narrative:
(B)(4). Date sent: 02/04/25 d4: batch # unk . Additional information was requested, and the following was obtained: are there pictures/videos available for this complaint? No. What is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.) Delayed surgery, bleeding and could have led to death. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic left kidney transplant live donor hand assist, it was observed that upon on clamping to take the graft out, the surgeon noticed that the staples of the graft side were opened while they were supposed to be closed. The surgeon had to suture the impacted area to complete the procedure successfully with a delay of 10 minutes, there was no patient consequence reported. Additional information requested.